Event description:
The complainant reported that the patient had ongoing gastrointestinal hemorrhage with an unsuccessful transthoracic echocardiogram (tte). The patient was evaluated for extracorporeal membrane oxygenation (ECMO) and was declined.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
B5 and d4 updated. The investigation is still ongoing.

Event description:
Additional information has been provided upon request: "patient had a history of significant etoh use with gastric varices, and was having gi bleed off and on since hospital admission. This patient is no longer on support. The device was explanted on (B)(6) 2025 and is not available for return. Patient survived to device explant."